Event description:
Patient presented at the ER due to intermittent pain at the sense lead incision. The head of the sense lead detached from the lead and migrated laterally and posterior on the surface of the plural membrane until reaching a location near the spine and deep to the ribs. The sense lead and head of the sense lead were surgically removed and a new sense lead was implanted on (B)(6) 2020. The pain has resolved.